Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: pt #1: date: (B)(6) 2011, inratio: 2.0. Date: (B)(6) 2011, lab: >10.0. No bruising or bleeding on (B)(6) 011. Home health nurse reported hemorrhaging from a wound on (B)(6) 2011.